Event description:
It was reported that after filling the cassettes leaked. No patient was involved.

Manufacturer narrative:
A sample was received for investigation. A functional test was performed, and no leaks were detected. The reported failure was not confirmed. The root cause cannot be established as no fault was found. No problems or issues were identified during the device history review (DHR).

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07878 is no longer considered reportable, please disregard any MDR reports associated with it.